Manufacturer narrative:
Date sent to the FDA: 03/04/2011. (B)(4) - inadequate suction. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a radiowave frequency ablation procedure on (B)(6) 2011. When the nurse checked the function of the reservoir before use on the pt, it did not inflate properly. The reservoir was exchanged for another reservoir which worked normally. There was no adverse consequences to the pt.